Manufacturer narrative:
The explant from received from the surgeon stated metal wear debris with swelling and pain. Noted fractured fossa. Tmji internal investigation reviewed the comments on the explant form. A review of the pathology report did not confirm the presence of metal wear debris or metallosis. There were some areas of foreign body type reaction without evidence of infection most likely from prior surgeries. The pre/postoperative diagnosis on the operative report indicated: right bilateral temporomandibular joint ankylosis, bilateral temporomandibular joint arthralgia. The patient has a long history of tm joint disorders. Radiographs taken prior to explant indicated that the prostheses still were stable. In review of the operative report, there was no indication of implant loosening. Ankylosis was noted, heterogenous bone formation was present. Internal review of the broken fossa indicated the break on the left fossa appeared to be new, done during explant surgery. The operative report did not indicate a device fracture. There is no evidence of serious injury caused by the implant.

Event description:
The bilateral total joints were explanted. The left fossa-eminence prosthesis was fractured along the screw line.